Event description:
It was reported that during implant, the threshold was observed high. During the lead revision, the lead showed good measurements after placing in the myocardium. But minutes later, the measurements decreased and the lead was replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the helix was found clogged with blood remnants. After cleaning the helix mechanism, the helix could be extended and retracted normally. Electrical testing showed normal electrical characteristics.